Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Microscopic and tactile examination revealed kinks 19cm and 24.5cm from the strain relief. Microscopic examination revealed a partial separation at the collar/proximal shaft bond. Microscopic and tactile examination found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a partial shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous posterolateral branch of left circumflex (lcx) artery. The physician felt uncomfortable and unable to push the guidezilla¿ to the lesion. The guidezilla¿ was removed from the patient; it was found that the joint parts were almost detached. The procedure was completed with non-bsc catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a partial shaft break occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous posterolateral branch of left circumflex (lcx) artery. The physician felt uncomfortable and unable to push the guidezilla&#10260;o the lesion. The guidezilla was removed from the patient; it was found that the joint parts were almost detached. The procedure was completed with non-bsc catheter. No patient complications were reported and the patient's status is good.